Event description:
It was reported the patient experienced syncope and non-sustained vt. The rv (right ventricular) lead was explanted and replaced. It was noted that symptoms resolved after the lead replacement procedure, and no further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. It was reported the patient experienced syncope and non-sustained vt. The rv (right ventricular) lead was explanted and replaced. It was noted that symptoms resolved after the lead replacement procedure, and no further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination. Component/subassembly failure. Lead conductor. Device was out of specification in a manner that relates to event. Other (an appropriate device code cannot be identified).